Event description:
It was reported that the user received repeated ¿unable to proceed¿ errors while attempting to see drops during fill tubing, and support guided a pump restart, removal of supplies, a successful dry run, and a full supply change after the user noted the motor area appeared dirty; insulin delivery then resumed. Symptoms included interruption of insulin delivery. Outcomes included temporary loss of therapy with restoration after troubleshooting and supply replacement. Investigation included technical troubleshooting and user education, including dry run verification and component replacement. Investigation of this case revealed a probable flow obstruction during fill or stalled motor condition consistent with an occlusion-related malfunction, with the motor area cleanliness potentially contributing, and resolution achieved by replacing the cartridge, connector, and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion or debris-related interference leading to a transient motor stall.